Event description:
It was reported that an unspecified quantity of large volume folfusors underinfused during use. Further clarified that an 'egg-sized balloon' of antibiotic was being left at the end of each day. The device contained 8000mg flucloxacillin in 230ml 0.9% sodium chloride. It was further reported that the PICC that was used had a kink. To resolve the issue, the kink was corrected and the device was working well. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: the event occurred during an unspecified date of november, 2024. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between november 13, 2023 ¿ november 15, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and residual fluid inside the device bladder was observed which suggested a possible underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.